Event description:
Erratic readings on the meter. Pt had obtained a blood glucose of 600mg/dl on the lfs meter. Pt was experiencing symptoms at the time of testing; however no info on what kind of symptoms pt experienced. Pt contacted md who advised to go to the emergency room due to the high readings. Greater than 20 minutes later a lab test was done and pt's blood glucose was 350mg/dl on the lab. Pt was treated with 6u of "r". Meter read high and pt was treated for a high blood glucose level. Customer service did a check strip test and found out that check strip fell above the expected range 102, 134 (82-108). Pt has not been cleaning the meter according to the owner's manual. Customer service was unable to resolve the issue and sent pt a new meter. Based on the info provided, this case is being reported as a malfunction, due to the fact check strip fell out of range, indicating the meter being out of calibration.